Manufacturer narrative:
The product investigation was completed. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device 31028029l number, and no internal actions related to the reported complaint condition were identified. No malfunction was observed during the product analysis. The physician¿s opinion on the cause of this adverse event was the procedure and thinks it may have happened early during catheter manipulation prior to ablation. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a atrial flutter right (r-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that a pericardial effusion was noticed during a right atrial flutter procedure. They reported that prior to the procedure beginning and before catheters were inserted into the patient, the patient complained of shoulder and chest pain. They reported that after the physician finished blocking the cti line and about 5 minutes into a 30-minute post-waiting period, the patient complained of shortness of breath. The patient's blood pressure lowered a little bit. The pericardial effusion was confirmed using an access probe with ultrasound. The physician pulled the catheters, removed the chest patches, and performed a pericardiocentesis. The reported that 250 ml of fluid was removed from the patient. The patient was reported that be in stable condition. The physician did not think that the injury occurred during ablation. They reported that the patient was "wiggly" and that the physician believed the injury may have occurred when putting catheters into the patient while the patient was moving. They reported that there were no steam pops or no major impedance drops. The ablation catheter will be sent back for analysis. They were advised to expect a return kit. A return kit was requested. Physician¿s opinion on the cause of this adverse event was the procedure, thinks it may have happened early during catheter manipulation prior to ablation. Pericardiocentesis was performed, 250 ml were drawn out. Patient has improved. Patient required extended hospitalization because of the adverse event for monitoring condition. Generator information was generator- sn (B)(6) ref (B)(4). Transseptal puncture was not performed. Ablation occurred prior to discovery, but not prior to onset of symptoms. Physician believes the event occured pre-mapping phase. Flow settings of the irrigated catheter were not changed from standard. Correct catheter settings were selected on the generator. Pump switching was not from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Graph, dashboard, vector, visitag were used. Visitag module was used, parameters for stability used were 2 mm 3 sec, 25% over 3 g force. Additional filter used with the visitag was respiration. Impedance 5 ohm-10 ohm were used. Additional information- it was cornfirmed that the pump was working as expected during ablation. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.